Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), menorrhagia ("abnormally heavy menstrual bleeding / prolonged menstruation / menorrhagia"), genital haemorrhage ("abnormal bleeding(general)"), autoimmune disorder ("autoimmune disorder") and autoimmune thyroiditis ("hashimoto¿s thyroiditis") in a 38-year-old female patient who had essure (batch no. 927076,927075) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypothyroidism and libido decreased. Current weight: 240 lbs. Concurrent conditions included morbid obesity, blood pressure high and thyroid disorder. Concomitant products included levothyroxine sodium (synthroid) since 2008 and lorazepam since 2008. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain/cramping (cramping)"), headache ("worsening of her headaches"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), fatigue ("chronic fatigue"), autoimmune disorder (seriousness criterion medically significant), autoimmune thyroiditis (seriousness criterion medically significant), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), tooth disorder ("dental problems"), irritability ("hormonal changes : irritability"), cystitis ("infection (bladder/urinary tract /vaginal); bladder infection"), migraine ("migraines") and nausea ("nausea") and was found to have weight increased ("weight gain / loss specify which one: weight gain"), 12 days after insertion of essure. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"). On (B)(6) 2012, the patient experienced allergy to metals ("allergy to nickel"). On (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding"), genital haemorrhage (seriousness criterion medically significant) and female sexual dysfunction ("apareunia"). On an unknown date, the patient experienced abdominal pain lower ("severe abdominal cramping / lower abdominal, pain"), back pain ("lower back pain"), arthralgia ("hip pain"), uterine pain ("uterine pain"), menstrual disorder ("abnormal menstruation"), dental caries ("tooth decay"), tooth loss ("tooth loss"), dysgeusia ("metallic taste in mouth"), hot flush ("hot flashes"), loss of libido ("loss of libido"), vaginal infection ("chronic vaginal infections"), skin irritation ("skin irritation") with rash, erythema, skin disorder, dry skin, erythema, blister and pruritus, anxiety ("anxiety"), abdominal pain ("abdominal pain"), chills ("cold purts") and solar lentigo ("age spots") and was found to have uterine leiomyoma ("uterine fibroids"). The patient was treated with ibuprofen, surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomies and partial hysterectomy and bilateral salpingectomy) and pulled teeth. Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, back pain, uterine pain, headache, vaginal discharge, dyspareunia, fatigue, weight increased, irritability, anxiety and abdominal pain had resolved and the menorrhagia, dysmenorrhoea, arthralgia, menstrual disorder, dental caries, tooth loss, dysgeusia, hot flush, loss of libido, vaginal infection, skin irritation, alopecia, uterine leiomyoma, allergy to metals, vaginal haemorrhage, genital haemorrhage, female sexual dysfunction, autoimmune disorder, autoimmune thyroiditis, bladder disorder, urinary tract disorder, tooth disorder, cystitis, migraine, nausea and solar lentigo outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, arthralgia, autoimmune disorder, autoimmune thyroiditis, back pain, bladder disorder, chills, cystitis, dental caries, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hot flush, irritability, loss of libido, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, skin irritation, solar lentigo, tooth disorder, tooth loss, urinary tract disorder, uterine leiomyoma, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: since her removal surgery, her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion; on (B)(6) 2012: results: confirming full occlusion of tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-dec-2018: pfs received. Lot number added. Lab data added. Concomitant medication added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), menorrhagia ("abnormally heavy menstrual bleeding / prolonged menstruation"), genital haemorrhage ("abnormal bleeding(general)"), autoimmune disorder ("autoimmune disorder") and autoimmune thyroiditis ("hashimoto¿s thyroiditis") in a 38-year-old female patient who had essure (batch no. 927076) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hypothyroidism and libido decreased. Current weight: 240 lbs. Concurrent conditions included morbid obesity. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 12 days after insertion of essure, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain/cramping"), headache ("worsening of her headaches"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), fatigue ("chronic fatigue"), weight increased ("weight gain"), autoimmune disorder (seriousness criterion medically significant), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), tooth disorder ("dental problems"), migraine ("migraines") and nausea ("nausea"). On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant) and female sexual dysfunction ("apareunia"). On an unknown date, the patient experienced abdominal pain lower ("severe abdominal cramping / lower abdominal, pain"), back pain ("lower back pain"), arthralgia ("hip pain"), uterine pain ("uterine pain"), menorrhagia (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstruation"), dental caries ("tooth decay"), tooth loss ("tooth loss"), dysgeusia ("metallic taste in mouth"), hot flush ("hot flashes"), loss of libido ("loss of libido"), vaginal infection ("chronic vaginal infections"), dyspareunia ("painful intercourse"), skin irritation ("skin irritation") with rash, erythema, skin disorder, dry skin, erythema, blister and pruritus, uterine leiomyoma ("uterine fibroids"), allergy to metals ("allergy to nickel"), vaginal haemorrhage ("abnormal vaginal bleeding"), autoimmune thyroiditis (seriousness criterion medically significant), irritability ("irritability"), anxiety ("anxiety"), cystitis ("infection; bladder infection") and abdominal pain ("abdominal pain"). The patient was treated with surgery (partial hysterectomy and bilateral salpingectomy) and surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomies). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, headache, vaginal discharge, dyspareunia, fatigue, weight increased, irritability and anxiety had resolved and the abdominal pain lower, dysmenorrhoea, back pain, arthralgia, uterine pain, menorrhagia, menstrual disorder, dental caries, tooth loss, dysgeusia, hot flush, loss of libido, vaginal infection, skin irritation, alopecia, uterine leiomyoma, allergy to metals, vaginal haemorrhage, genital haemorrhage, female sexual dysfunction, autoimmune disorder, autoimmune thyroiditis, bladder disorder, urinary tract disorder, tooth disorder, cystitis, migraine, nausea and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, arthralgia, autoimmune disorder, autoimmune thyroiditis, back pain, bladder disorder, cystitis, dental caries, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hot flush, irritability, loss of libido, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, skin irritation, tooth disorder, tooth loss, urinary tract disorder, uterine leiomyoma, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: since her removal surgery, her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: confirming full occlusion of tubes . Most recent follow-up information incorporated above includes: on 2-mar-2018: pfs and medical record received: event abnormal vaginal bleeding, abnormal bleeding(general), apareunia, hashimoto¿s thyroiditis, bladder problems, urinary problems, dental problems, irritability, anxiety, bladder infection, migraines, nausea, abdominal pain added,medical history,concurrent condition added,patient demographic added. Reporters added, events outcome added and lot number added incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), menorrhagia ("abnormally heavy menstrual bleeding / prolonged menstruation"), genital haemorrhage ("abnormal bleeding(general)"), autoimmune disorder ("autoimmune disorder") and autoimmune thyroiditis ("hashimoto¿s thyroiditis") in a 38-year-old female patient who had essure (batch no. 927076) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hypothyroidism and libido decreased. Current weight: 240 lbs. Concurrent conditions included morbid obesity. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 12 days after insertion of essure, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain/cramping"), headache ("worsening of her headaches"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), fatigue ("chronic fatigue"), weight increased ("weight gain"), autoimmune disorder (seriousness criterion medically significant), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), tooth disorder ("dental problems"), migraine ("migraines") and nausea ("nausea"). On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant) and female sexual dysfunction ("apareunia"). On an unknown date, the patient experienced abdominal pain lower ("severe abdominal cramping / lower abdominal, pain"), back pain ("lower back pain"), arthralgia ("hip pain"), uterine pain ("uterine pain"), menorrhagia (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstruation"), dental caries ("tooth decay"), tooth loss ("tooth loss"), dysgeusia ("metallic taste in mouth"), hot flush ("hot flashes"), loss of libido ("loss of libido"), vaginal infection ("chronic vaginal infections"), dyspareunia ("painful intercourse"), skin irritation ("skin irritation") with rash, erythema, skin disorder, dry skin, erythema, blister and pruritus, uterine leiomyoma ("uterine fibroids"), allergy to metals ("allergy to nickel"), vaginal haemorrhage ("abnormal vaginal bleeding"), autoimmune thyroiditis (seriousness criterion medically significant), irritability ("irritability"), anxiety ("anxiety"), cystitis ("infection; bladder infection"), abdominal pain ("abdominal pain"), chills ("cold purts") and solar lentigo ("age spots"). The patient was treated with surgery (partial hysterectomy and bilateral salpingectomy) and surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomies). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, headache, vaginal discharge, dyspareunia, fatigue, weight increased, irritability and anxiety had resolved and the abdominal pain lower, dysmenorrhoea, back pain, arthralgia, uterine pain, menorrhagia, menstrual disorder, dental caries, tooth loss, dysgeusia, hot flush, loss of libido, vaginal infection, skin irritation, alopecia, uterine leiomyoma, allergy to metals, vaginal haemorrhage, genital haemorrhage, female sexual dysfunction, autoimmune disorder, autoimmune thyroiditis, bladder disorder, urinary tract disorder, tooth disorder, cystitis, migraine, nausea, abdominal pain and solar lentigo outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, arthralgia, autoimmune disorder, autoimmune thyroiditis, back pain, bladder disorder, chills, cystitis, dental caries, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hot flush, irritability, loss of libido, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, skin irritation, solar lentigo, tooth disorder, tooth loss, urinary tract disorder, uterine leiomyoma, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: since her removal surgery, her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: confirming full occlusion of tubes. Most recent follow-up information incorporated above includes: on 7-jun-2018: social media content, new reporter and events cold purts and age spots were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), menorrhagia ("abnormally heavy menstrual bleeding / prolonged menstruation"), genital haemorrhage ("abnormal bleeding(general)"), autoimmune disorder ("autoimmune disorder") and autoimmune thyroiditis ("hashimoto¿s thyroiditis") in a 38-year-old female patient who had essure (batch no. 927076) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hypothyroidism and libido decreased. Current weight: 240 lbs. Concurrent conditions included morbid obesity. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 12 days after insertion of essure, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain/cramping"), headache ("worsening of her headaches"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), fatigue ("chronic fatigue"), weight increased ("weight gain"), autoimmune disorder (seriousness criterion medically significant), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), tooth disorder ("dental problems"), migraine ("migraines") and nausea ("nausea"). On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant) and female sexual dysfunction ("apareunia"). On an unknown date, the patient experienced abdominal pain lower ("severe abdominal cramping / lower abdominal, pain"), back pain ("lower back pain"), arthralgia ("hip pain"), uterine pain ("uterine pain"), menorrhagia (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstruation"), dental caries ("tooth decay"), tooth loss ("tooth loss"), dysgeusia ("metallic taste in mouth"), hot flush ("hot flashes"), loss of libido ("loss of libido"), vaginal infection ("chronic vaginal infections"), dyspareunia ("painful intercourse"), skin irritation ("skin irritation") with rash, erythema, skin disorder, dry skin, erythema, blister and pruritus, uterine leiomyoma ("uterine fibroids"), allergy to metals ("allergy to nickel"), vaginal haemorrhage ("abnormal vaginal bleeding"), autoimmune thyroiditis (seriousness criterion medically significant), irritability ("irritability"), anxiety ("anxiety"), cystitis ("infection; bladder infection"), abdominal pain ("abdominal pain"), chills ("cold purts") and solar lentigo ("age spots"). The patient was treated with surgery (partial hysterectomy and bilateral salpingectomy) and surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomies). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, headache, vaginal discharge, dyspareunia, fatigue, weight increased, irritability and anxiety had resolved and the abdominal pain lower, dysmenorrhoea, back pain, arthralgia, uterine pain, menorrhagia, menstrual disorder, dental caries, tooth loss, dysgeusia, hot flush, loss of libido, vaginal infection, skin irritation, alopecia, uterine leiomyoma, allergy to metals, vaginal haemorrhage, genital haemorrhage, female sexual dysfunction, autoimmune disorder, autoimmune thyroiditis, bladder disorder, urinary tract disorder, tooth disorder, cystitis, migraine, nausea, abdominal pain and solar lentigo outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, arthralgia, autoimmune disorder, autoimmune thyroiditis, back pain, bladder disorder, chills, cystitis, dental caries, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hot flush, irritability, loss of libido, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, skin irritation, solar lentigo, tooth disorder, tooth loss, urinary tract disorder, uterine leiomyoma, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: since her removal surgery, her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: confirming full occlusion of tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-aug-2018: quality-safety evaluation of ptc(product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal cramping / lower abdominal, pain"), dysmenorrhoea ("abnormally severe menstrual pain"), back pain ("lower back pain"), arthralgia ("hip pain"), uterine pain ("uterine pain"), menorrhagia ("abnormally heavy menstrual bleeding / prolonged menstruation"), menstrual disorder ("abnormal menstruation"), dental caries ("tooth decay"), tooth loss ("tooth loss"), dysgeusia ("metallic taste in mouth"), hot flush ("hot flashes"), loss of libido ("loss of libido"), headache ("worsening of her headaches"), vaginal infection ("chronic vaginal infections"), vaginal discharge ("vaginal discharge"), dyspareunia ("painful intercourse"), skin irritation ("skin irritation") with rash, erythema, skin disorder, dry skin, skin disorder, blister and pruritus, alopecia ("hair loss"), uterine leiomyoma ("uterine fibroids"), fatigue ("chronic fatigue"), weight increased ("weight gain") and allergy to metals ("allergy to nickel"). The patient was treated with surgery (partial hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, back pain, arthralgia, uterine pain, menorrhagia, menstrual disorder, dental caries, tooth loss, dysgeusia, hot flush, loss of libido, headache, vaginal infection, vaginal discharge, dyspareunia, skin irritation, alopecia, uterine leiomyoma, fatigue, weight increased and allergy to metals outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, arthralgia, back pain, dental caries, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, headache, hot flush, loss of libido, menorrhagia, menstrual disorder, pelvic pain, skin irritation, tooth loss, uterine leiomyoma, uterine pain, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: since her removal surgery, her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: confirming full occlusion of tubes company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.